Event description:
Ecp treatment was completed. This nurse noted that during elutriation there was either pinched tubing or some kind of kink within the the pump tubing organizer itself. It appeared that this kink or was located in the plasma line going from the centrifuge to the return bag. During elutriation it appeared there was platelet clumping in this area of the kink and caused some backing up fluid in this area of tubing. This nurse feels that this may have caused a system pressure alarm during elutriation, and there was a need to photoactivate the cells early in order to complete this treatment. The photoactivation time was low; 8 minutes + 40 seconds. Treatment was completed without incident to the patient. Therakos contacted and they requested kit to be sent back for assessment.what was the original intended procedure?ecp (photopheresis).device #1is this a laboratory device or laboratory test?no.